Manufacturer narrative:
Batch review performed on 09 september 2020 lot 1904131: 45 items manufactured and released on (B)(6) 2019. Expiration date: 2024-07-23. No anomalies found related to the problem. To date, 15 items of the same lot have been already sold without any other similar reported event. Clinical evaluation shortly after primary cementless tha a wound infection occurs. When this is healed, the hip is however painful and removed; no physiological fixation had been achieved. Analysis revealed no further germs on the components. No final conclusion as to the cause of this adverse event can be drawn. The presence of an early infection should however not be forgotten, though its role in the subsequent mobilization cannot be positively determined .

Event description:
The patient was primarly operated on (B)(6) 2019. After this first surgery she had an infect of the wound which healed. However since the surgery she always had pain and difficulties in walking.therefore 9 months after primary the hip was revised and everything was removed. The stem was loose. Nothing new was implanted, since also bacteriological tests were done to see if there is a possible infect. Nothing has been identified by bacteriological tests and the staphylococcus on the stem is likely due to some contamination, so the loosening is not due to an infection. On the (B)(6) 2020 a versacem 56 with a 28xl head (cocr) and a 2std p amistem were implanted. The operation went well.